Event description:
A user facility reported that an intraocular lens (iol) was explanted due to blurry vision. It was also indicated that the lens was on an incorrect axis. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/10/2012 and 10/31/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).